Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for system explant procedure on (B)(6) 2018. The patient had developed an infection. A new system was implanted on (B)(6) 2018 on the right side. The patient experienced no consequences after either procedure.